Event description:
The patient contacted lifescan and reported that her one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). There was no allegation of harm a serious injury. The patient was getting results on her meter from 5.7 mmol/l to 13.8 mmol/l. She visited her doctor on a scheduled appointment for another health reason and this is when it was discovered that her meter was in the wrong unit of measure. She was not given any treatment for diabetes at the doctor's office. During troubleshooting, it was verified that her meter was previously set in the correct unit of measurement and that she had not recently changed the units of measurement in the meter settings. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the issue with the meter was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.